Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) was requesting assistance with ending therapy. The hp stated she had air in her patient line and wanted the patient line reprimed or needed to start over. The baxter technical service representative (tsr) explained to the hp that she would need to start over with all new supplies. The tsr then assisted the hp to cycle power off then on. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(6) 2011 regarding the report of air in line. The cg reported that the issue was resolved by starting over with new supplies. The cg said the home patient (hp) did prime the line completely and has a initial drain. The cg did not know the cause of the air. Per cg, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per cg, the hp did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.